Event description:
It was reported that the balloon became entrapped on the guidewire.a 3.0mm x 100mm x 150cm coyote balloon catheter and a savion flx guidewire were selected for use for a peripheral intervention procedure of the right anterior tibial artery. During the procedure while inside the patient, the coyote balloon became stuck on the savion flx guidewire. Both devices were removed from the body together as a system and were then able to be separated. It was then observed that there was a kink on the guidewire at the point where the balloon was stuck. The procedure was completed using a new coyote balloon catheter and savion flx guidewire. There were no patient complications reported and the patient's status post procedure was fine.